Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample. The safety mechanism was engaged and needleless injection caps were attached to both luer adapters. A complete break was observed at the y-site/distal tubing joint. Microscopic inspection of the break revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the break. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed. The supplier has been notified of this event. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported ¿port was accessed on tuesday (B)(6) and went home accessed. Came to leukemia clinic today and port tubing was broken off below clamp. Clamp was clamped above break." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿port was accessed on tuesday august 24 and went home accessed. Came to leukemia clinic today and port tubing was broken off below clamp. Clamp was clamped above break." No other information was provided.